Event description:
Additional information received from the company representative (rep) reported that the motor stall was resolved around 4:30pm the day of the magnetic resonance imaging (MRI). The MRI had happened around noon. The rep kept reading the pump every 20 min until it recovered. The patient was satisfied and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving dilaudid via an implantable pump for unknown indications for use. It was reported that the patient just had magnetic resonance imaging 2 1/2 hours ago but a motor stall recovery was still not showing. Technical services reviewed waiting 20 min and reinterrogating logs until the pump showed a recovery.